Manufacturer narrative:
Trilliant surgical became aware on (B)(4) 2018 that a removal surgery was scheduled to remove the broken plate and that fusion had not occured. It was also stated by the sales representative that the removed plate would be returned for review. As of 11/13/18, the plate has not been returned and the sales representative has not contacted trilliant with any additional information. E-mail communication requesting an update was sent on 11/13/18. At this time, no lot number is known and no parts are available for review. Based on the case details, there is no indication that the IFU was not entirely followed and the root cause of the event is not known.

Event description:
On (B)(6) 2018, at (B)(6) hospital, dr. (B)(6) had a routine post-op review of a 1st mpj surgery that was performed four months prior on the left foot of a (B)(6) female patient. Upon examination, it was observed that the 300-52-002 mpj plate was broken at the proximal locking hole immediately adjacent to the fusion site. (B)(4), our trilliant sales representative, who was present at the case, noted that the patient had no known pain, discomfort, or diseases or noncompliance (e.g. Diabetes, smoker, premature weight bearing, etc.) He also noted that upon review of the x-rays that all implant gridlock non-locking and locking screws were still holding the plate in place and the compression hole filled with an interfrag tiger cannulated headed screw remained secure. (B)(4) was unsure if fusion had occurred by review of the x-ray. Dr. (B)(6) will follow up to observe if fusion had occurred and determine if a removal will need to take place. (B)(4) believes that dr. (B)(6) will eventually remove the broken 300-52-002 mpj plate from the patient to eliminate any pain and discomfort that it might cause. Additional information received: on (B)(4) 2018 it was reported: the sales representative followed up and stated that fusion did not occur. The patient will be seeing the doctor on (B)(6) 2018 for a removal and it will be replaced with a competitors product. Product shall be returned to corporate for review.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-7 below) as part of internal complaint handling activities. Patient date of birth and weight not reported. Catalog # and serial # not utilized by trilliant surgical. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates (d11) not reported. Section h9 n/a to this report. No files attached to this report. Corrected information provided in follow-up submission adverse event and product problem are selected. Date of initial report is listed, but follow-up report information was reported on 10/16/2018 and 11/16/2018. Description of event/problem for initial submission and follow-up. Corrected to not identify any physician or institution by name. Common device name (product code is correct in initial submission). Fax number added. Catalog #, serial.. Address added. Fax added. Report source corrected to health professional and distributor and selection for company representative removed. Date initial information received by manufacturer is 10/02/2018, but follow-up report information was received on 10/16/2018 and 11/16/2018. Corrected data. Additional information provided in follow-up submission. Lot #, unique identifier (UDI). Contact name, telephone, and email address updated as different personnel is submitting the follow-up submission than submitted the initial submission. Additional manufacturer narrative. Investigation summary: x-rays were provided which confirmed the reported plate was broken. The part was discarded at the case, so no dimensional or visual inspection is able to be completed. The case details were reviewed and there was no indication that the surgeon did not entirely follow the instruction for use (IFU). It was stated that the patient had no known pain, discomfort, diseases, or noncompliance. Additionally, as confirmed by the x-ray, all inserted screws are still in place. The complaint log was reviewed for the past 12 months and three (3) similar complaints were identified to have been reported due to stepped mpj vlc gridlock plates, left (300-52-002) breaking. As only two of the three investigations were closed at the time of this investigation, it shall be noted that both completed investigations had an identified root cause as either non-compliance or suspected non-compliance. Due to the large amount of unknown information, the root cause of the event is unknown. The field shall be monitored. Additional investigation conducted (B)(6) 2020: a lot number (found in d4) was identified for this event. Based on the sales representative's inventory, the unknown lot number of the stepped mpj plate was narrowed down to tsl002258. The corresponding device history record (DHR) was reviewed for any significant events (i.e. Nonconformances, reworks, deviations) that may correlate to the reported event. Nmr 15-163 was initiated for 38 parts from lot tsl002258 failing the plate thickness inspection. Two (2) plates were scrapped for being significantly out of specification. The remaining plates were dispositioned as "use as is". The strength or palpability of the plates shall not be affected by the over specification thickness. Thus, there was no perceived issue regarding the form, fit, function, or risk of the failing plates. If the plates were to break due to a manufacturing issue, it would likely be a result of the plates being manufactured too thin. Because the parts released as "use as is" were too thick, it likely does not correlate to the reported event. Lot tsl002258 was also associated with deviation 15-0005, initiated for proper documentation of the laser-marking equipment. It is unrelated to the performance of the device and does not correlate to the reported event. As a result of the DHR review, it is concluded that no significant events were identified as correlating to the reported event.

Event description:
On (B)(6) 2018 at hospital x, doctor 1 had a routine post-op review of a 1st mpj surgery that was performed four (4) months prior on the left foot of a 58-year-old female patient. Upon examination, it was observed that the stepped mpj vlc gridlock plate, left (300-52-002) was broken at the proximal locking hole immediately adjacent to the fusion site. The trilliant surgical sales representative who was present at the case noted that the patient had no known pain, discomfort, diseases or noncompliance (e.g. Diabetes, smoker, premature weight bearing, etc). He also noted that, upon review of the x-rays, all implanted gridlock non-locking and locking screws were still holding the plate in place and the compression hole filled with an interfrag tiger cannulated headed screw remained secure. The sales representative was unsure if fusion had occurred by review of the x-ray. Doctor 1 will follow up to observe if fusion had occurred and determine if a removal will need to take place. The sales representative believes that doctor 1 will eventually remove the broken stepped mpj vlc gridlock plate, left (300-52-002) from the patient to eliminate any pain and discomfort that it might cause. Trilliant surgical has requested retrieval of the broken plate and associated screws upon their removal. (B)(6) 2018 update: the sales representative followed up and stated that fusion did not occur. The patient will be seeing doctor 1 on (B)(6) 2018 for a removal and the construct will be replaced with a competitor's product. Product is requested to be returned to corporate for review. (B)(6) 2018 update: the product was discarded at the case after the removal and will not be returned to trilliant surgical for review. The sales representative was re-trained on (B)(6) 2018 and informed that trilliant surgical's goal is to retrieve all parts associated with a complaint.

Manufacturer narrative:
This is a follow up report. The part was discarded at the removal case and not returned to trilliant surgical. As of 11/13/18, when the initial MDR was submitted, trilliant surgical believed the part would be returned and that was what was stated in the 11/13/18 report. As of 11/16/18, trilliant became aware that the part was discarded and would not be returned for evaluation.

Event description:
This is a follow up report for a previously submitted complaint. On 10/16/18, trilliant received the following additional information that was included in the initial MDR report, submitted 11/13/18 (MFR#3007420745-2018-00018): additional information received: on 10/16/18 it was reported: the sales representative followed up and stated that fusion did not occur. The patient will be seeing the doctor on (B)(6) 2018 for a removal and it will be replaced with a competitors product. Product shall be returned to corporate for review. On 11/16/18 (three days following the initial MDR report), it was reported that the product was discarded at the case after the removal and will not be returned to trilliant for review. No additional information about the case or root cause can be determined as the part was discarded. The sales representative was re-trained on 11/16/18 and informed that the goal of trilliant surgical is to retrieve all parts associated with a complaint.